Event description:
The customer reported intermittent fluid leak from reagent probe a and a puddle of fluid under the wash collar involving unicel dxc 800 synchron system. The customer cleaned up the fluid and continued operating the instrument. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves, a laboratory coat, and eye protection. During troubleshooting, the customer noticed approximately twenty (20) milliliters of fluid in the reagent probe drip tray. The customer was advised to check and tighten fittings at the reagent probe and the reagent syringe. Patient results obtained prior to the event were reviewed and retested. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported issue upon arrival and noted the instrument was on standby. The front hood was opened and there were no physical signs of fluid observed under either reagent probe. The fse primed the instrument for 20 cycles. During the priming cycles, no fluid was observed dripping or leaking from either reagent probe. Once priming was completed, the fse visually inspected both reagent probes and noticed one drop of fluid came out of the wash collar of reagent probe a. The fse stopped the instrument and removed and inspected the cartridge chemistry (cc) reagent syringe valve. The fse observed the syringe valve fluid ports were not aligned correctly and worn on the valve assembly, and replaced the syringe valve. The fse removed and inspected the cc reagent probes 4-way valve and observed the 4-way valve fluid ports were worn and not aligned to the valve assembly. The fse replaced the reagent probes 4-way valve. The instrument was reinitiated successfully and primed for 50 cycles. During priming, both reagent probes were inspected, and there were no signs of fluid leak. After priming was completed, the fse had the instrument on standby for 15 minutes; there were no signs of fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).